Event description:
A data error alert was reported by the caller, which occurred after the pump ship date. There was no adverse impact on the customer's blood glucose level. The technical support team provided the caller with complete pump reset information. The caller decided to reset the pump, but resetting did not restore the history logs. Despite some logs possibly being erased, it was confirmed that therapy remained unaffected, and the customer chose to continue using the pump for insulin therapy.